Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports reaching the end of the treatment which included extended treatment, wore the aligners as instructed, completed all check-ins, and unhappy because there's obvious spacing (gap) in the front teeth incisors/bottom not well aligned. Information from the current orthodontist stated class 1 right & left occlusion, overjet (2mm), overbite (20%), upper-mild spacing, lower-mild crowding, lower midline to facial midline (1mm right), and posterior crossbite #2. Additionally noted: normal range of motion and no join sounds.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.